Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during suture harvesting, the knot was formed 2-3 inches outside the patient's anatomy and, therefore, could not be advanced. A suture trimmer was unsuccessfully used to cut the sutures. The sutures were cut using a scalpel and were removed. A non-abbott device and manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger, cuffs, link, needle tip and monofilament were not returned. It was reported that the knot was formed outside the body. The probable cause for this condition is the device was deployed outside the artery and the knot locked when the non-rail end of the monofilament was pulled inadvertently. Since the monofilament was not returned, which is an integral part of this investigation, we were unable to determine the cause or confirm the complaint. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. The suture trimer ((B)(4)), is being filed under a separate MFR#.